Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. An x-ray was performed, and the physician suspected a micro dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.